Event description:
It was reported that a malfunction alarm occurred with no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed the reset, and was advised to continue using the pump while monitoring for any recurrence of the malfunction code, which did not occur after the reset.